Manufacturer narrative:
The reported issue was confirmed after visual evaluation. During visual inspection, it was noted that the lubricant leaked in the tray. The syringe did not have the cap on the tip. The cap was not returned with the received sample. The reported lot is applicable to the catheter and the end item lot could not be known by this information; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." 2306, 2645: "nl".

Event description:
It was reported that the cap of the lubrication syringe came off and the lubricant leaked throughout the tray making it unusable. Per the sample evaluation, it was noticed that the syringe cap was missing from the tray.

Manufacturer narrative:
Received 1 opened foley tray. The reported issue was confirmed. During visual inspection, it was noted that the lubricant leaked in the tray. The syringe did not have the cap on the tip. The cap was not returned with the received sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the cap of the lubrication syringe came off and the lubricant leaked throughout the tray making it unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cap of the lubrication syringe came off and the lubricant leaked throughout the tray making it unusable. Per the sample evaluation, it was noticed that the syringe cap was missing from the tray.